Manufacturer narrative:
Evaluated one random opened/used partial enlite sensor and performed continuity resistance test, sensor passed per specifications and performed bicarbonate buffer test; sensor passed with accurate readings. We were unable to confirm needle complaint due to customer not returning needle, sensor only. Also found cannula bent. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was unsure as to whether or not a piece of the sensor remained inside his leg. The customer reported that he had a large bruise and the sensor did not appear complete upon removal. Blood glucose level at the time of the incident was 302 mg/dl. The customer also reported receiving multiple sensor and calibration errors. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.